Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error messages (sf74, sf101, sf195 and sf218) was due to a contaminated pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf74, sf101, sf195 and sf218) indicating a software task fault, incorrect outlet pressure measurement, persistent fault and a main board error. There was no patient injury reported as a result of this incident.